Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t hs assay on a cobas pure e 402 analytical unit. The initial result was 97 pg/ml. A new sample was drawn and tested, resulting in a troponin t hs value of 18 ng/l. The original sample was then repeated, and the repeat result was 17.7 ng/l. The result of 18 ng/l was deemed to be correct.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.